Manufacturer narrative:
Unit was received and stuck in motor error loop during bolus/basal delivery and motor position encoder error alarms confirmed, anomaly isolated to the motor.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. In the alarm history there were motor error and a motor position encoder error alarms. The displacement test ran successfully. The customer received a motor error alarm both times a 5 unit fixed prime was ran. Customer's blood glucose level was 76 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.